Event description:
It was reported that the pump was incorrectly programmed by the patient. Per reporter the patient was hospitalized due to discomfort and malaise that was experienced due to the programming. Patient was reported to have become ill shortly after plugging in the pump and the pump indicated low volume. It was reported that the patient indicated that they knew how to program the pump during troubleshooting two days prior. A pump was provided with correct settings and a nurse was sent to the patient's home to reprogram the pump. It was found that the pump was programmed with a flow rate of 100 ml/hr and a residual volume of 1.8. However the correctly programmed pump had a flow rate of 1.8 ml/h and a residual volume of 100. No additional adverse effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.